Event description:
The customer reported being hospitalized due to low blood glucose of 46mg/dl. The customer stated that he passed out due to unknown low glucose. Troubleshooting was performed. Reviewed the programming and it was correct. The time, date, and settings were correct. The caller stated that the reservoir is showing the same amount of insulin that the screen shows. The customer mentioned that the basal rate was changed as climate has been very hot. The caller stated that the device was not exposed to an MRI. The customer's most recent glucose reading was 391mg/dl, but the customer declined to continue troubleshooting. Advised the caller to contact his doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.